Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed c02 sensor accy test. There was no patient involvement.

Event description:
The customer reported, failed c02 sensor accy test. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. Based on the findings, service was unable to determine, the probable cause of the reported issue. A review of the device history record showed, the device had a manufacture date of 21aug2009. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
The customer reported failed c02 sensor accy test. There was no patient involvement.

Manufacturer narrative:
Correction: g3 h3 other text : device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported failed c02 sensor accy test. There was no patient involvement.